Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot 01535 were returned and analyzed. The data files showed at least 19 applications were performed on the event date. System notice 50022 (mechanical component error) was confirmed on all applications. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. It was connected to the test console following a warm- up time of 30 minutes, and it failed the performance test due to a system notice 50005 (leak detection). After testing, water was noted to be inside the balloon. Dissection and pressure testing showed a double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. If information is provided in the future, a supplemental report will be issued.